Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 39-year old caucasian female patient underwent primary breast reconstruction with two 700cc mentor memorygel breast implants. Post-operatively, the patient suffered several unexplained systemic symptoms, including bad memory loss, scar now sunkin in on both sides, breast pain, left breast twitch towards side of breasts, moving arm in wrong direction makes ring and middle finger tingle, four skin infection in legs, swelling left leg, and lymphedema. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On february 7, 2023, mentor received additional information indicating that the patient was also diagnosed with right breast implant rupture and has been scheduled for bilateral breast implant removal surgery on (B)(6), 2023. On february 17, 2023, mentor received additional information indicating that the patient was also diagnosed with granulomas on the right breast per imaging test on (B)(6), 2022. In addition, during the revision surgery on february 15, 2023, the patient underwent bilateral breast reconstruction with direct excision of excess skin from the lateral chest. The patient's implants were replaced with the following: (left) 630cc mentor smooth round high profile saline catalog: 3503630 lot: 9819461 sn: (B)(6) and (right) 630cc mentor smooth round high profile saline catalog: 3503630 lot: 9819461 sn: (B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness.